Event description:
The customer reported to olympus, the hd camera head had image failure and suspected cable breakage. Inspection and testing of the returned device found poor imaging. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable and head side had breakage. The head section had water intrusion causing poor image. The cable was flooded. The connector had electrical contact discoloration. The connector was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 corrected data field: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the investigation results if is probable the event "image failure" occurred due to cable/ charged coupled device internal flooding occurred from cut on cable boot then it was broken. As result of confirming contents of instruction manual regarding cable boot detachment, there are following descriptions. It is determined that they may prevent from indicated phenomenon. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.